Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned

Event description:
In 2009, per response received from the surgeon, he was not aware that there was a death. It was indicated that the device was not explanted and is not available for return and evaluation. Two months later, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There is no additional information available.